Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, a pediatric patient experienced a significant skin reaction at the sensor site on the leg, which began approximately five days after sensor insertion. Reported symptoms included itching, burning, rash, redness, inflammation, blisters, drainage, pustules, and signs of infection across the entire patch area. The reaction was treated with a prescription oral antibiotic, clarithromycin 5 ml. A photo included in the complaint record was reviewed and appears to show a healthcare professional (hcp) expressing pus from the insertion site. The skin surrounding the site appears red, swollen, and inflamed, consistent with a localized infection. A photograph was provided for investigation. The allegation was confirmed via a photographic inspection. The probable cause could not be determined. No additional event or patient information is available.